Event description:
Heparin preparation of 25,000 units in 500 ml IV fluid to run at 2o ml/hour. Infusion completed in approximately 2.5 hours. Pt treated with protamine sulfate (total 250 mg) for ptt>200 seconds. Repeat ptt following protamine sulfate delivery reported as 24 seconds. Head CT negative for intracranial hemorrhage. Pt stable following protamine sulfate administration.